Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling sl balloon catheter. It was noted during unpackaging that dried blood and contrast were present on the outer and inner surfaces of the device. The device was prepped according to the dfu, and a new inflation device filled with water was connected to the inflation port to inflate the device. When positive pressure was applied with the inflation device, a stream of water emitted from a hole in the balloon on the distal side of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The physician accessed the left femoral artery. The 90% stenosed denovo lesion being treated was located in the severely calcified and moderately tortuous left anterior tibial artery. The physician used a sterling sl mr 3x120x150 balloon for predilatation. The balloon was inflated once to 6atms. The balloon a second time to 6 atms and ruptured after being inflated 30 seconds. The procedure was completed with a sterling mr 3.0x40mm balloon. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The physician accessed the left femoral artery. The 90% stenosed denovo lesion being treated was located in the severely calcificafied and moderately tortuous left anterior tibial artery. The physician used a sterling sl mr 3x120x150 balloon for predilatation. The balloon was inflated once to 6atms. The balloon a second time to 6 atms and ruptured after being inflated 30 seconds. The procedure was completed with a sterling mr 3.0x40mm balloon. No patient complications were reported and the patient status is good.